Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high reading compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first occurred. The patient reported she obtained readings of "430 mg/dl" compared to "269 mg/dl" on a true track meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4) when obtained within 30 minutes. The patient reported she uses a combination of medications including metformin 1000 mg and glipizide 5 mg and insulin on a sliding scale depending on blood glucose readings. The patient reported she took her usual dose of medications including humalin 20 units on the day of the alleged issue. The patient reported 2 hours later she developed symptoms of feeling nervous and feverish. The patient reported on (B)(6) 2013 at 2 pm, she was seen by a healthcare professional and was treated with insulin. She was unable to recall the blood glucose reading obtained on the hcp meter. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing, and the test steps were correct. The patient's test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.